Event description:
It was reported that pump "touch screen is not as responsive as before". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.